Manufacturer narrative:
A return was issued and the product was evaluated upon receipt. Complaint was confirmed for the horn was defective. The underlying cause could not be identified.

Event description:
The stationary concentrator has no audible alarm.